Manufacturer narrative:
Batch review performed on 01-jul-2021: lot 2000442: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 8 months after the primary surgery, the pathogen is unknown. The surgeon performed an I&d and revised the poly and the surgery was completed successfully.